Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a release arm being bent. Per the hill-rom service manual the advance bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician straightened the release arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail would not latch. The bed was located at the account in the hca storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).